Event description:
Tubing that is manufactured for ivf infusions are not cut at the appropriate length to place into the IV infusion pump (all products are bbraun primary or secondary infusomat sets). The incorrect manufacturing is resulting in re-priming and re-spiking medications and IV fluids on an ongoing basis. We are noting multiple tubing sets and lot numbers that are affected. FDA safety report ID # (B)(4).